Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the reported complaint. Review of the logs found no failures related to the reported instrument. Manual articulation of the grips opened and closed properly. The housing was removed from the back end and no damage was found. The blade and knife cable were inspected and no damage was observed. The instrument was installed on an in-house system and passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The energy cable was recognized by the generator and a cut test and energy delivery test were both performed and passed. A grip force test was also performed and passed. There was no problem detected for the customer reported complaint. The ceramic dot verification, knife slot test, and jaw gap verification passed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the vessel sealer extend instrument wrist action was ¿loose¿. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the instrument was not inspected prior to use but was used for a time before the problem occurred. The instrument jaw swayed to the side. The instrument jaw motion did not match the action intended by the surgeon and was persistent. The issue occurred and then the instrument could not be used. The occurrence occurred on the same system arm and the drape was not exchanged. The lot number of the drape the instrument was attached to is unknown. The drape is not available for return. The instrument is available for return to isi for evaluation. No image or video is available for review. The patient was 86 years old, male. The other requested patient demographic information, relevant tests, and patient history were unknown.

Manufacturer narrative:
Isi has not received the vessel sealer extend for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the instrument (pn 480422-01/lot # l91211215-0040) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). This is a single use instrument. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was alleged that the vessel sealer extend instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.